Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 300- 400 mg/dl. The customer was treated with manual injection. The customer stated that they had trouble with the insulin pump. The customer declined troubleshooting for high blood glucose. The customer was advised to change out her infusion set right now to see if the reservoir started changes. The insulin pump will not be returned for analysis.